Event description:
It was reported to boston scientific corporation that an rx cytology brush was used in the intrahepatic bile duct during an exfoliative cytodiagnosis procedure performed on (B)(6), 2015. According to the complainant, during the procedure, the wire next to the handle was bent. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed the wire broke, therefore this event has been deemed an MDR reportable event.

Manufacturer narrative:
(B)(4). Analysis of the returned rx cytology revealed the device's handle cannula hypotube was straight and had not been bent as originally reported. However, the pull wire was found to be broken off from the end of the hypotube and bent/unwound. In addition, the working length was bent and twisted in multiple locations throughout. The pull wire had been pulled out and was extending from the distal end of device. The brush was missing, most likely cut off by user to retain sample. The damage to the returned device was most likely due to operational/physiological context issues encountered during the procedure. Therefore, the root cause for this event is most likely determined to be operational context. A review of the device history record (DHR) was performed; no anomalies were noted.